Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, a fluid loss alarm occurred during the heating phase. The sheath was removed from the patient. A leak was observed from a crack near the tip of the sheath. A second procedure set was used, however, the procedure was unable to be completed due patient anatomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be fine.

Manufacturer narrative:
Visual analysis of the returned hydrothermablation procerva procedure set confirmed puncture holes in the plastic diameter beneath the csa component (sheath). The sustained punctures exhibit stretching around the rims, which is indicative of a forced entry by an object like a tenaculum. The root cause is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.